Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after suspending insulin to swim, the user experienced a rise in blood glucose upon reconnection, and the device delivered adjusted basal insulin as the trend plateaued with a right-pointing arrow; troubleshooting and education were completed, and a blood glucose questionnaire was obtained. Symptoms included hyperglycemia. Outcomes included no hospitalization, no alerts or alarms, and continued monitoring as advised. Investigation included review of device data and therapy logs with confirmation of automated basal adjustments. Investigation of this case revealed no device malfunction and no component failure, with the event consistent with physiological hyperglycemia following temporary insulin suspension and subsequent recovery under closed-loop control. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.